Manufacturer narrative:
Corrected data, model number and catalog number. Manufacturer¿s investigation conclusion: a direct correlation between the reported event and heartmate ii left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. Additional information was requested, but not provided. Multiple requests for product return were sent, but the product has not been received to date. The heartmate ii lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii lvas.

Manufacturer narrative:
It is unknown if or when the lvad was explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient expired on (B)(6) 2019 due to an unknown cause. Additional information was requested however not provided.